Event description:
It was reported that an ilet device experienced premature battery discharge, with the user charging to full each day and the charge nearly depleted by evening, and a replacement was arranged; the issue involved the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.